Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient presented for follow up with a complaint of near syncope. Evaluation did not identify an issue at that time, but the patient was sent home with a holter monitor. It was subsequently reported that there were instances of pacing not being delivered when required. The patient's pacemaker was explanted and replaced. This right ventricular lead was reportedly surgically abandoned. No additional adverse patient effects were reported.